Event description:
Related report manufacturer number:1627487-2023-00703. It was reported that the patient was needing and MRI and experiencing no therapeutic benefit from their drg system. The patients drg system was explanted on (B)(6) 2023.

Manufacturer narrative:
Event date is estimated. The event of system explant was reported to abbott. The system was explanted due to patient needing an MRI of their spine/trunk for an unrelated injury. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.